Manufacturer narrative:
The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned, and therefore it cannot be definitively concluded that the pump malfunctioned and therefore caused cuts.

Event description:
Customer reported on (B)(6) 2023 from the UK that the elvie pump has caused cuts on her left nipple. Customer also has mentioned using breast pumps from other different companies alongside elvie pump. Customer has not yet confirmed that they went to see a healthcare professional or was prescribed medication for treatment.